Event description:
It was reported that the patient passed away on (B)(6) 2020 due to a fall leading to a head bleed. The patient fell at home and expired from complications related to the head bleed. The outcome was not considered to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6), and the reported events cannot be conclusively determined. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas (left ventricular assist system) IFU (instructions for use) (rev. C) lists bleeding and death as potential adverse events that may be associated with the use of the heartmate ii lvas. The IFU includes information regarding recommended anticoagulation therapy and international normalized ratio range, as well as the suggested modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.